Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip pin. The complaint regarding a wire broken at the wrist of the instrument was not confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prograsp forceps wire got broken at the wrist of the instrument. The procedure was completed with no reported injury.